Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the pre-discharge check the atrial lead sensing could not be detected and there was no capture. It was found from a chest x-ray that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.